Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported an ins issue. The patient asked if there had been anyone with an implanted ins who experienced an infection in the leg or hip area or had issues where the device was not working properly. The agent redirected the patient to their managing healthcare provider (hcp) to address the issue. A callback was made to gather further details; however, the call was routed to voicemail. The agent provided clarification on (B)(6) 2026 that the call was initially informational, but since they wanted to make sure, they asked for the event date and the patient did confirm that they experienced the reported issue of the infection last month.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.